Event description:
The operator of a centralink data management system contacted the siemens customer care center (ccc) because an anion gap had been calculated for a patient sample when it should not have been calculated. The advia 1800 instrument had produced a result of 7.2 for carbon dioxide (co2), which was below the co2 detection limit of 10 on the centralink. The co2 result was transmitted to the centralink as <10 and an anion gap of 25 was calculated. Based on the patient's sodium, chloride, and co2 values, the customer knew that the result of 25 was incorrect. The sample was repeated for co2 on the instrument and resulted as 6.2, which was also transmitted to the centralink as <10. The centralink produced an incorrect anion gap value of 25 a second time, which was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the centralink data management system calculating an anion gap result when it should not have.

Manufacturer narrative:
A siemens technical application specialist (tas) was dispatched to the customer site. The tas specialist determined that the issue was caused by a change in the reporting ranges that the tas had previously made. The tas changed the anion gap calculation so that it would not calculate if a result had a comparator. The tas also made changes to the advia 1800 linearity and configured a low limit for co2. The cause of the anion gap being calculated when it should not have was due to a configuration issue. The centralink data management system is performing according to specifications. No further evaluation is required.